Manufacturer narrative:
Additional information : h3- device evaluation: lens returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -11.5 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a shorter lens due to low vault. The problem was resolved. The reporter states that after implant, the vault value was 0.5ct. After 2 hours the vault was normal at 1ct but the surgeon thought the lens was too close with the angles and so a shorter replacement lens was implanted.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a micro-centrifuge vial. Visual inspection found no visible damage to lens and residue on lens. Claim#(B)(4).